Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. The photo shows the hemosplit catheter implanted in the patient body and blood was noted to be leaking from the catheter. Therefore, the investigation is confirmed for the reported leak issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, the catheter allegedly found to have a blood leak. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that sometime post a dialysis catheter placement, the catheter allegedly had a blood leak. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.